Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary 2 cubie pocket was broken. A field service engineer found that the cubie pocket was broken, release the cubie pocket in hardware test application, ran multiple hta. All the tests were passed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 2 failure occurred. The customer reported the drawer 2 failed and that items were not detected in the drawer during recovery attempts. The customer indicated that this issue had occurred multiple times previously and was only temporarily resolved. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.